Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s current black box data revealed no evidence of a power issue. Data from the date of the complaint had been overwritten due to continued pump use. The returned battery cap was able to fully secure onto the pump. The pump powered on normally with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The electric current draws measured within specifications. The battery cap was able to fully secure onto the pump. The pump was opened and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.